Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) device was thoroughly inspected and analyzed. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that an implantable cardioverter defibrillator (crt-d) was explanted due to unknown reason. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) device was thoroughly inspected and analyzed. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected.